Event description:
I used renu with moisture loc contact lens saline solution. As a result, both corneas were damaged to the extent that require a corneal transplant to improve the condition of both eyes. I suffer with pain,decreased vision and swelling and puffiness of both eyes.